Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluation by MFR: promus select ous mr 32 x 3.00mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of stent damage with stent struts lifted at the mid-section. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified shaft break at 21.5cm distal to the distal end of the strain relief with multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 19-may-2023. It was reported that shaft break occurred at a location that could not enter the patient. The patient was diagnosed with double vessel disease (dvd) of the left circumflex and left anterior descending artery and underwent angioplasty. The 90% stenosed target lesion was located in the severely angulated, severely tortuous and moderately calcified proximal left circumflex (lcx) artery. A 32 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, while crossing the proximal lcx, the shaft of the stent broke 5-6cm from the hub. The device was pulled out and the procedure was completed with a 28 x 2.50 promus premier select drug-eluting stent. No patient complications were reported. However, returned device analysis revealed a hypotube shaft break at a location that could enter the patient.